Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating with server and on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating with the server and was in a critical override state. A technical support specialist (tss) dialed into the station and observed that the station was showing disconnected mode and a critical mode icon. The tss identified that the data synchronization service was stopped and proceeded to start the service, which cleared both indicators. The tss then contacted the customer and requested verification, after which it was confirmed that the station was communicating properly. The tss informed that the case would be monitored for 24 hours and would be closed if no further issues occurred. After monitoring for more than 24 hours with no recurrence, the case was closed. The system functioned as intended after technical support specialist troubleshot the device.